Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4191511, medical device expiration date: 2015-10-31, device manufacture date: 2014-07-10, medical device lot #: 5014796, medical device expiration date: 2016-04-30, device manufacture date: 2015-01-14, medical device lot #: 5089728, medical device expiration date: 2015-03-30, device manufacture date: 2016-07-31, medical device lot #: 5272631, medical device expiration date: 2017-01-31, device manufacture date: 2015-09-29.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were underfilling.